Manufacturer narrative:
B5 : the reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens -06.00 diopter into the patients right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged with a longer length lens due to low vault. This resolved the problem. H1: serious injury. Claim # (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device code: (B)(4) this lens model is contraindicated for patients with an anterior chamber depth (acd) less than 3.0mm. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -06.00 diopter, into the patients right eye (od) on (B)(6) 2021. The lens was reported as having low vaulting and remained implanted. Cause of the event was unknown. Additional information has been requested but none has been forthcoming.